Event description:
It was reported that the patient presented for a follow-up visit in the clinic with wound dehiscence and an unspecified infection. The device pocket was noted to discharge. The physician explanted the system ¿ implantable cardioverter defibrillator, right atrial lead and right ventricle lead. The patient was in stable condition.